Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Both arrow buttons did not scroll uncontrollably during testing. The button response functioned properly. However, corrosion was found on the keypad traces. The insulin pump had a cracked case at the display window, cracks on the battery tube threads, cracked reservoir tube lip and cracks on the reservoir tube.

Event description:
Customer reported a button error on his insulin pump. The numbers are scrolling by themselves. Customer's blood glucose is 154 mg/dl. There were no significant events leading to the alarm. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.